Manufacturer narrative:
Insulin pump passed the idle current measurement test, run current measurement test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and dat at 0.08740 inches. Insulin pump was received with normal operating currents. No unexpected battery power loss or battery out limit alarm noted. However, insulin pump was received with missing segments during self-test due to slight bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's next of kin that the customer had been getting battery out limit alarms and had been off the pump since (B)(6) 2018. The customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 35 mg/dl at the time of the incident. The customer used manual injections to treat. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident, greater than 48 hours. Troubleshooting was not completed for the battery out limit as the alarm could not be cleared. The insulin pump will be returned for analysis.